Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Expressew needle tip broke off while in use. The procedure was a shoulder arthroscopy.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed the plastic flag that helps load and unload the needle onto the gun is missing, confirming this complaint. Moreover, the distal end of the needle is slightly bent, indicating that the needle was previously loaded to the expressew gun. No information was provided regarding when or how this occurred. The needle might not have been loaded correctly or forced into the gun, which would cause the needle to not deploy properly and could cause the reported failure as well. This failure can be attributed to mishandling of the needle. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Expressew needle tip broke off while in use. The procedure was a shoulder arthroscopy. Our sales rep was contacted via email regarding this complaint event. The sales rep was informed of the event by the customer on 5-9-2017. The rep reported that it was not the needle tip that broke off, rather it was the plastic tab on the needle which is used to insert and remove the needle from the expressew gun. The sales rep has the complaint device and is returning it to mitek for evaluation. The rep reported there were no adverse patient consequences.